Event description:
Related manufacturing reference number: 2017865-2022-10920. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device occurred on (B)(6) 2020. The patient's right ventricular lead was also capped during the same procedure due to reported noise and loss of capture. Both the pacemaker and the lead were replaced. No further information has been provided.

Manufacturer narrative:
The device was returned due to advisory safety. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information notes that the patient was stable throughout their surgical procedure. The name of the physician who performed the surgery was also revealed and is included in this supplemental report.